Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a deltec® gripper plus® safety huber needle wouldn't engage into the safety device, and when the nurse tried to put the needle in a sharps container, she was stuck by the needle. The nurse attempted to access a patient's port line and had trouble. When she couldn't access the port line, she attempted to withdraw the needle, which wouldn't go into the safety mechanism. When the nurse placed the used needle into a sharps container, the nurse's glove or the needle became caught and the nurse's finger was poked. Blood was observed, and the nurse expressed the wound and rinsed it under warm water with soap. It was reported that the patient is (B)(6). Additional information regarding treatment and the nurse's outcome has been requested, however the reporter states they cannot provide any more information.